Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
Attorney reported: (B) (6) 2006- patient underwent incisional hernia repair surgery. Patient's hernia was repaired with a composix extra large oval kugel mesh, lot 43dqd821, ref. (B) (4). On (B) (6) 2007 - patient's condition worsened. Patient presented due to severe abdominal pain. A CT scan revealed a separation between the mesh and the abdominal wall. Surgery to remove the mesh was necessitated. During the procedure, dense adhesions of the small bowel were observed throughout the mesh. Lysis of adhesions was performed, as well as freeing of the bowel and resection. On (B) (6) 2007- after surgery, patient was placed on a course of antibiotics. She was discharged. "Because of the defective composix kugel patch and the multiple medical visits and surgeries necessitated, patient has suffered and will continue to suffer physical pain and mental anguish."